Event description:
It was reported that stent dislodgment inside the patient occurred. The target lesion was located in the left main artery. An unspecified size promus premier¿ drug eluting stent was used to treat the lesion. However, the stent dislodged off the stent delivery system while being retracted into a non bsc guide catheter. The stent was retrieved with a snare and the patient was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause has been determined to be use/user error as the direction for use states: ¿do not attempt to pull an unexpanded stent back into the guide catheter, as stent or coating damage or stent dislodgment from the balloon may occur." (B)(4).